Event description:
It was reported that the 9900 system had an x-ray disabled error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnector cable was reseated during the svc call. The system was tested and found to be working as intended, and put back into svc.